Manufacturer narrative:
(B)(4).

Event description:
See manufacturer report# 3004209178201100440. During a revision surgery the seal on the neurostimulator (ins) was found to be compromised on the top and fluid was getting into the battery. A different ins was used successfully.